Event description:
An alcon implantable lens, model sn6at3, serial number (B)(4) was placed for cataracts. Since then my vision has significantly deteriorated so that I cannot drive at night because of the haze around lights. This was not true when I had my cataracts.